Event description:
The patient underwent an open low anterior resection procedure (possible ileostomy, possible apr) due to rectal cancer. The anastomosis was created with the car. The procedure went smoothly, but leak occurred at pod 4. The surgeon performed ileostomy and the patient's condition was stable. The surgeon found that there was edema on the proximal and distal area of the anastomosis. Therefore the ring was extracted on pod 21.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the colonring device is within the low range reported in the literature for anastomosis devices. In this case the anastomosis was created very low at 4cm without a stoma. The patient impaired nutritional status, prior to the colorectal surgery (i.e. Low albumin), is known to be associated with a increased risk of anastomic failure.